Event description:
It was reported that a user experienced persistent hyperglycemia after a supply change while using the ilet, with the device displaying high glucose and an insulin delivery alarm indicating consecutive stalled motor; multiple supply changes were performed, a restart cleared the alarm, and insulin delivery resumed after proper reloading of a cartridge and verification of drops during priming. Symptoms included dizziness, lightheadedness, and nausea. Outcomes included no lasting health impact once glucose trended down after the successful supply change. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no definitive findings and insufficient information to establish a device malfunction, with the event resolving after correcting the supply setup and confirming priming, leaving the cause not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.